Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13l13087 and h14a22055. Should relevant additional information become available pertaining, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13l13087 and h14a22055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced presumed peritonitis. The presumed peritonitis event was manifested by a fever of 102 degrees fahrenheit and vague abdominal pain. On the same day as onset, the pt went to the emergency room and was later hospitalized for the event. The cause of the presumed peritonitis was unknown. The pt began treatment with vancomycin (1gram every 5 days, ip-intraperitoneally) and ceftazidime (1 gram daily, ip) for the event. Five days after being admitted to the hospital, the pt was discharged. At the time of this report, treatment was ongoing and the patient was reported to be recovering from the presumed peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this presumed peritonitis event.